Event description:
The clinician reports the implant was inserted (B)(6) 2004 in fdi 21. On (B)(6) 2019, loss of osseointegration was verified. The device was forwarded to the manufacturer. At the event the patient experienced: mobility, fistula and inflammation. No further patient complications were reported.